Manufacturer narrative:
(B)(4). Visual assessment showed the inner shaft has broken off. Disassembly of the torque limiter confirmed its breakage. After the evaluation a definitive root cause for the reported issue could not be determined. The anchor or suture was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor tip snapped off. The case was a hip arthroscopy. The device broke in the patient. The device was completely removed. A backup device was available and used successfully to complete the case. There were no reported patient injuries or surgical complications. No other complications were noted.